Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system was recently implanted and one day post implant the impedance measurements were greater than 2,000 ohms. An x-ray was performed and indicated that the lead terminal pins were past the connector block, the helix appeared fully deployed. Isometrics were performed and no noise was present. Sensing and pacing were performing as expected. Boston scientific technical services (ts) discussed continued monitoring. This product remains in-service.